Event description:
This event is reportable based on the product analysis approved in 2008. It was reported that during a drug eluting stenting treatment procedure, the device was unable to cross the lesion. The 80% stenotic lesion was located in the tortuous and mildly calcified distal left anterior descending artery. The physician advanced the 2.25x24mm taxus liberte stent to the lesion, but was unable to cross the lesion. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: a visual and microscopic examination of the returned device revealed stent damage. The proximal end of the stent was slightly flattened. Proximal stent damage is generally consistent with the device encountering some form of restriction on the withdrawal of the device. A severe kink was found on the catheter strain relief. This type of damage is consistent with excessive force having been applied to the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.